Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open wound/sore under the back therapy electrode pad of the lifevest. The patient saw a dermatologist and was recommended having some down time with the device, indicating to let the skin breathe for some time with the device off. The doctor also indicated that the affected area was clearing up.